Manufacturer narrative:
Field change: b5, b7, e1, g5, h6.

Event description:
It was reported that patient experienced infection with his inflatable penile prosthesis (ipp) device. The patient is a 34 years old severe diabetic gentleman who had an ipp implanted several weeks before procedure and then within the post operative period 1-2 weeks started having some pain and drainage of some serous and serosanguineous material. There was no purulent material. Cultures of the wound were negative, however post operative diagnose is confirmed as infection. There was some discomfort on palpation along the penis shaft. The physician decided to replace the device. All components were explanted and replaced without further complications.

Manufacturer narrative:
Field change: h10. The reason for the revision was not provided during the investigation of this complaint. No report - e2004009.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Should additional information be received, a supplemental report will be submitted.